Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue with six (6) one-link needle-free IV connectors. The devices would intermittently not allow flow. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two devices (one used and one unused) were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, clear passage, and underwater pressure testing were all performed and all were found to be within the product specification range. The reported condition was not verified. Four of the devices were not received for evaluation; therefore, a device analysis could not be completed. (M3323, r3221, c92) a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.